Event description:
Litigation alleges that the patient suffers from pain, discomfort, swelling, muscle spasms and tightness, and difficulty walking. Update: (B)(6) 2013. Pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pain, vertical cup, and pseudotumor. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.